Event description:
It was reported that the pump miscalculated boluses. Reportedly the customer was unclear on the insulin on board function of the pump, resulting in over delivery of insulin. The customer's blood glucose (bg) level subsequently decreased to 42 mg/dl. Customer consumed carbohydrates to address bg. Tandem technical support educated the customer on insulin on board amount being reflected on the pump screen. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.